Manufacturer narrative:
Continuation of d10: product ID 97740 lot# serial# (B)(6). Implanted: explanted: product type programmer, patient product ID 37761 lot# serial# (B)(6). Implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a letter. They stated that their replacement device resolved their recharging issues and pain.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type: programmer, patient. Product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(4), UDI#: (B)(4), product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The caller had a loose metal piece on the desktop charger cord. It was a broken connector pin. The patient stated they were in extreme pain and stated "I wouldn't make it without it" and that they were so miserable because they were not able to use the recharger to charge the implant. Pt mentioned that this therapy is his life, it's like his best friend and he depends on it all the time. Patient services observed that they patient was very frustrated and upset because they couldn't use their therapy due to needing replacement parts. The patient reported that their patient programmer had no power to it, the outer side of programmer was coming apart, the antenna port was loose, and programmer screen flickered. Patient services had the patient inspect the battery compartment for any damage or corrosion. The patient confirmed that there was no damage/corrosion in the patient programmer. The issue was not resolved through troubleshooting.